Event description:
On (B)(6) 2011 the (B)(6) pt underwent a thoracic aorta rupture repair. When deploying the device the physicians tried to land the graft just distal to the left common carotid after using an amplatzer plug in the left subclavical artery. The physicians felt the graft mis-aligned and the proform did not release correctly and therefore had to use another tx2 to complete the case. A zteg-40-108-us was used and it deployed fine and the results were good. No endoleaks and pt is doing fine. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). Investigation still in progress.